Manufacturer narrative:
Device received with no button response at bolus, esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to verify no delivery. Possible over delivery or battery last less than expected.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that insulin pump had no delivery alarms, reject new battery. The insulin pump will not be returned for analysis.